Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a 8.5 fr varipulse catheter and the medical team identified little brown stains on the catheter's electrodes at the end of the procedure. The stains appeared biological in nature. No error messages occurred. No temperature issues were noted either. The correct catheter and generator settings were selected. During the procedure, the act (activated clotting time) exceeded 300. Heparinized normal saline was used for irrigation. However, the physician believed that the amount of char identified presented a potential stroke risk to the patient. The procedure was successfully completed. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. In accordance with j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual inspection revealed char residues on the electrodes, which matches with the pictures provided by customer. The device was connected to the carto 3 system and trupulse generator, and it was recognized and visualized correctly. Then, a pulse-field ablation (pfa) cycle was performed and the device was found working correctly. No impedance/current/voltage issues were observed. Also, an irrigation test was performed: no irrigation issues were detected. A manufacturing record evaluation was performed for the finished device number 31446086l, and no internal actions related to the reported complaint were identified. Per the evidence provided by the customer and the conditions observed, the char reported was confirmed. The potential cause cannot be determined as the device was working in specification in spite of the char. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).